Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was going to change her infusion set and when she was priming it, it rewound but she heard a weird sound. Customer stated that she had a no delivery alarm after putting in the insulin and holding the act button. Customer's blood glucose was 478 mg/dl. Customer has not treated and feels okay to troubleshoot. Customer stated that the alarm just occurred and it occurred during manual prime. Customer stated that the alarm is not recurring. Customer verified that the insulin did exit the tubing. Customer ran manual prime and stated that the pump did not alarm no delivery. Customer was advised that the pump was working as designed.